Event description:
The patient developed a pressure ulcer that the facility attributed to the use of the underpad.

Manufacturer narrative:
A patient had been admitted to the hospital with a lumbar spine infection. During the hospitalization, she developed a stage I coccyx pressure ulcer on (B)(6) that later progressed to a stage iii on (B)(6). Various types of wound care dressings had been utilized during the course of treatment and the patient had been placed on an air mattress after it progressed to a stage iii. The facility stated they felt the underpad was the cause of the pressure ulcer because they found it crumpled up underneath the patient. They reported that their protocol is to conduct skin assessments every shift. It is not known how often the patient was repositioned while in bed or if they unloaded pressure after identification of the stage I pressure ulcer. The used sample was returned and no abnormalities were identified. We have had no other similar incidents reported to us for this device. We have not confirmed that the device caused the ulcer. However, due to the reported incident and in an abundance of caution, this medwatch is being filed.